Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse found the vision side cart (vsc) in the hallway and therefore, could not perform a proper fault test. The isi fse swapped the integrated electrosurgical unit (iesu) per isi technical support engineer (tse) requests and error logs. The integrated electro surgical unit (iesu) was replaced, and a neutral pad test was performed. There was no patient-side cart (psc) or surgeon side console (ssc) available for full testing and verification. The system was tested and verified as ready for use. Isi received the iesu for evaluation. The iesu confirmed and replicated the reported error c-34 on start-up. The iesu was placed on an in-house system and was run in normal mode.

Event description:
It was reported that during a da vinci-assisted mitral valve repair surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) called the isi technical support engineer (tse) from outside the hospital and stated that their customer was having issues with the erbe not working. The isi tse found several c-34 erbe errors and inquired if the customer was using a third-party generator or computed tomography (CT) scanner. The isi csr confirmed the use of a CT scanner. The isi tse recommended that the csr have the customer perform a hard power cycle of the erbe after the CT scan was completed. The isi csr was to relay information to the customer. The isi csr called back and asked if they could swap the vision side cart (vsc) and the isi tse confirmed that all systems at the facility had the same software version. The customer also called in during the case to report erbe errors. The isi tse viewed the system logs and confirmed c-34 and 3-88 errors. The isi tse asked if there were any additional generators or CT scanners in close proximity. The customer confirmed that neither was close. The isi tse also asked if the generator was plugged into a dedicated outlet. The customer stated that due to the room configuration, it was not possible. The customer also stated that they attempted to power cycle the erbe a few times, but the errors remained. The isi tse also had the customer remove and reseat all the cables on the back, but the errors immediately returned. The procedure was converted to another da vinci system with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The integrated electrosurgical unit (iesu) was returned and evaluated by the original equipment manufacturer (OEM). The reported error c-34 was confirmed. Investigation found a malfunctioning high frequency printed circuit board. It was replaced and the error ceased. After the repair, an alignment (i.e., a calibration) was completed on the generator to ensure that all parameters were within specifications. Then, a technical safety check was performed on the unit to confirm that all features were functioning properly. The erbe was calibrated and met specifications. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the event was confirmed to have taken place during a mitral valve procedure. The system was not inspected prior to use, but everything was working. The issue was identified after anesthesia and during port placement. A new vision cart was brought in to continue the procedure. The procedure was completed robotically with the new vision tower. There was no injury to the patient.